Event description:
Reporter indicated that depression study patient was admitted to a psychiatric hospital two days after an overdose of 20 cocodamal tablets. It was reported that in the days before the incident, the patient described feelings of hopelessness, and a desire to be reunited with their father who had passed away almost exactly one year before. The overdose was precipidate by an argument with a family member. The patient was seen in hospital emergency room the day after the overdose, with no clear ongoing suicidal idation; however, on the following day the suicidal idation returned and the patient was then hospitalized. The patient was showing symptomatic improvement, but continued to experience negative cognitions and psychosocial stress. Their mood was probably more labile (possible related to recovery). The patient reportedly receovered without intervention.